Event description:
It was reported that the insulin pump beeps without a message displayed. No buttons were pressed or accidentally pressed. No other device nearby that beeps. No temporary basal rate was suspended and no alarms shown in the history. Customer insisted in replacing the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump was monitored and functioned properly. No audio anomaly or alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.